Manufacturer narrative:
Twenty samples of 3ml luer-lok syringes were received and evaluated. All samples were received loose. One syringe has light print on the graduation lines between the 1/2ml and the 1ml major graduation lines; however, the print is legible, therefore; acceptable. Two syringes have ink dots, with one having 3 dots larger than level 2, which is acceptable per product specification, the other having several ink dots with 2 larger than level 4. Thirteen syringes have the stopper insecure to the plunger rod, three had damage to the barrel, one had damage to the plunger rod. The conditions observed are non-conforming per product specification. Potential root cause for the stopper insecure, barrel and plunger rod damaged defects is associated with the assembly process. Potential root cause for the ink dots defects is associated with the marking process. A device history record review was completed for provided lot number 3067180 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
All abnormalities were found during packaging, before use. No patients are involved. 1 x scale marking. 13 x stopper error. 2 x damaged syringe. 2 x embedded matter.

Event description:
It was reported that the bd syringe 3ml ll bns had a scale marking issue. The following information was provided by the initial reporter translated from dutch to english: all abnormalities were found during packaging, before use. No patients are involved. 1 x scale marking. 13 x stopper error. 2 x damaged syringe. 2 x embedded matter.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.